Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : sample was not returned yet.

Event description:
It was reported to vyaire medical that the leg attachment pad for corometrics fetal scalp electrode cable are not clicking with the vital signs¿ fetal spiral electrode cable for corometrics, round connector, 2.4 m. The device is easily detached and could cause a miss read putting the patients at risk. The patients cannot be monitored correctly. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.